Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to esc button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to confirm battery out limit or perform the self test, unexpected restart error test and displacement test due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.